Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to electromagnetic interference/ noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks post implantable pulse generator (ipg) changeout procedure, the patient experienced nerve and pocket stimulation. The right atrial (ra) lead exhibited high impedance, oversensing and noise. The physician felt that the issues may have been caused by a connection issue or ra lead fracture. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.